Manufacturer narrative:
Was unknown if the initial reporter sent report to the FDA. Results - device subassembly- cuvette rinse system.

Event description:
The customer received questionable results for calcium gen 2 (ca) on 13 patient samples. Of those 13 samples, 3 were considered erroneous and were reported outside of the laboratory. The customer began having qc issues with ca on (B)(6) 2013. All results are in mg/dl. On (B)(6) 2013 the following results were generated. Patient 1 had an initial ca result of 6.8, which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501, serial number (B)(4)and generated a result of 8.3. The customer deemed the repeat result to be the correct result. A corrected report was issued. There was no adverse event. On (B)(6) 2013 the following results were generated. Patient 2 had an initial ca result of 7.0 which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501, serial number (B)(4) and generated a result of 8.6. The customer deemed the repeat result to be the correct result. A corrected report was issued. There was no adverse event. On (B)(4) 2013 the following results were generated. Patient 3 had an initial ca result of 5.9 which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501, serial number (B)(4) and generated a result of 8.0. The customer deemed the repeat result to be the correct result. A corrected report was issued. There was no adverse event. The lot of ca reagent in use was 67512501, with an expiration date of 01/31/2014. The field service representative found the cuvette rinse of the cells was not adjusted correctly. He adjusted the rinse of the cells. He performed checks on the instrument, which met specification. The customer performed calibration and qc and ran performance testing without errors.